Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough, throwing up, floral infusion, and kidney failure. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to bipap device's sound abatement foam and became degraded and caused the patient to have cough, throwing up, floral infusion, and kidney failure. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's service center for further evaluation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit but the device was evaluated and slight unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The manufacturer found keratin-like substance around the blower box outlet and mineral spots and liquid presence consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer found one error e007 [err_software]. The manufacturer concludes that they could not confirm the customer's allegation and there is dust / dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device.